Event description:
The user facility reports that a surgeon noticed black particles from the covering of the forceps in the patient's eye during surgery. Following surgery, some particles were noticed in the incision. There was no patient impact/injury associated with this event.